Event description:
Site would like the uronav to have wi-fi connectivity.

Manufacturer narrative:
During post market activities, the dms complaint handling unit become aware of the following event that was reported per maude:maude report number 12951487report date: 12/01/2021event descriptioncase canceled in or (operating room), after administration of anesthesia due to uronav equipment failure. Uronav equipment had a hardware repair/replacement service last week, the system was tested by uronav service tech and said to be working fine. Patient brought to operating room, uronav system unable to connect to dynacad system to pull patient's MRI for case. Ultrasound tech working with uronav tech support. Uronav tech support figured out a work around to connect to dynacad. Patient sedated with anesthesia for procedure and uronav system unable to connect. Manufacturer response for uronav, invivo (per site reporter). They have determined that the dvi port is corrupted, and they are going to fix it.further review found this correlates to the email that was received in december of 2021 from duke cancer institute. The complaint record was documented as a request for enhancement since the site was asking if a static ip address to the wifi dongle could be based on a wifi mac address and register this to the dynacad server.sr. Manager development engineering dms provided the following analysis:use of a standard usb-dongle 802.11 wi-fi network adaptor with uronav presents no foreseeable negative effect on safety or efficacy. However, it is not a supported configuration of the product. Uronav does not require network connectivity to import/perform a case.this misuse falls under device adulteration because safety/emc/emi testing of uronav in that configuration has not been completed. Philips forbid the user from modifying the equipment, and we also warn against making changes to the network.furthermore, administering anesthesia or sedating a patient prior to putting the case on the uronav point of care device is not a misuse of the uronav product. In terms of preparing the device for use, the uronav IFU provides two alternative means for loading a case which do not require network connectivity.